Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel weak. It was noted when the patient got out of bed they felt like they were "going down" and had to lay on the floor for a while. The patient also reported they think they could have a dead battery. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.